Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that high impedances (10,000 ohms) were measured on the electrodes #0-7 (¿bad lead¿) on the patient¿s implantable neurostimulator (ins) system. The patient stated that the stimulation stopped working about 2 weeks ago (¿tingling not working¿) and experienced pain in their right arm. The patient was to have a revision performed by their implanting physician. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type; lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. The rep stated that one of their reps got an email from a healthcare provider (hcp) asking for an analysis report from an explant from 2016. It was reported that there was a distal lead fracture on electrode 8 that was left. They were unsure the order of the patient's first and last name, and was unable to find them in the system either way. The rep stated that they would contact the hcp to get more information on the patient, so that inquiry could be made with the analysis lab to get the device analysis report if the device was sent in for analysis. No symptoms were reported. The event date was not able to be collected. Additional information was received from the rep on 2018-09-26, stating again that they couldn't find the patient in the system and they were not sure if this patient was a patient of this manufacturer or a competitor's patient. They indicated that they were not the rep in the patient's area so follow-up should be continued with the reps in that area instead. The contact information of the other reps were provided. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that they were looking for the forensic analysis of the device that was explanted by the hcp. They stated that at the time of the operation it was noted that the distal 8th lead had fractured and was left in situ. The patient¿s name, date of birth, implant and surgery date were all reported. They stated the device was explanted (surgery date) was (B)(6) 2016. The rep stated that they were unsure if this issue was resolved. It was stated that the lead fracture was not noted until explantation on (B)(6) 2016. No further complications were reported/anticipated.